Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complaint of knee pain.

Manufacturer narrative:
An event regarding wear involving a triathlon cr insert component was reported. The event was confirmed. Method & results: -device evaluation and results: a photograph of the articulating surface of the explanted insert component was provided. The poly component is worn on the edge of one of the bearing compartments. A wear pattern of this nature is indicative of instability/malpositioning of implants. -medical records received and evaluation: clinician review of the x-rays and medical records provided indicated that complex mal-alignment and malposition of devices (baseplate and femoral component certainly) has contributed to instability in the knee with pain while also contributing to overload in the patello-femoral joint with patellar device damage. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: clinician review of the x-rays and medical records provided indicated that complex mal-alignment and malposition of devices (baseplate and femoral component certainly) has contributed to instability in the knee with pain while also contributing to overload in the patello-femoral joint with patellar device damage. Further information such as device evaluation is needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complaint of knee pain.